Event description:
The customer reported the device will not run on ac power; mains led illuminated; with ac power connected, the device cycles, never powers up; device will power up as expected on battery power. The customer reported there was no patient involvement.